Event description:
It was reported that items from a primary surgery showed had chunks missing due to prolonged use. These products, which have been in use for 5-7 years, will be returned.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned device exhibits signs of severe degradation and deformation. There are large visible deep groves as well as a significant chipping of the material near the tip of the device. The condition is consistent with abnormal use and excessive wear. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on investigation, the root cause was attributed to a combination of user and wear related issue. The failure was caused due to exposure to high impactful forces and frequent usage.

Event description:
It was reported that items from a primary surgery showed had chunks missing due to prolonged use. These products, which have been in use for 5-7 years, will be returned.